Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the ventilator turned off when the user was changing ventilator modes during patient use. The patient experienced desaturation and bradycardia and no permanent impairment was reported. The service technician performed the functional tests described in the manufacturers service manual and ventilator appeared to be working as intended. No additional information has been obtained by manufacturer since ventilator is in use on another patient.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.